Event description:
Related manufacturer report number: 2017865-2025-11854. It was reported that the right-atrial (ra) lead and the right-ventricular (rv) lead failed to capture. As a resolution the ra lead and the rv lead were explanted and replaced. The patient condition was stable.